Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was seeing only ventricular events as premature ventricular contraction (pvc) at a rate of sixty three beats per minute (bpm). It was noted that when the device was reprogrammed, there was no sensed of atrial event although a small blips on atrial electrogram (egm) could be seen. Boston scientific technical services (ts) discussed that device appeared not to be sensing in the atrium and was not providing biventricular therapy. In addition, the patient also experienced shortness of breath. Additional information indicates that the patient¿s intrinsic rate was in the low sixtys and device was sensing in the ventricular activity as pvcs. The physician opted to reprogram the device so that patient would get appropriate therapy which would help its heart failure symptoms. However, it was unknown if this was definitely caused by the device not biventricular pacing.this crt-d remains in service. No additional adverse patient effects were reported.